Event description:
Patient with a 100% stenosed left circumflex artery(lcx) had a ptca performed. Cardiologist placed a ptca wire down the lcx through a guide; while attempting to place the ptca balloon, the guide wire broke and a piece embolized distally in the lcx. Medtronic rep was present during the procedure. Ptca had good result with 10% stenosis remaining. 2-d echo was done 2 days post-ptca and showed no effusion. Patient discharged home in stable condition post-op day 2. Length of stay was extended 1 day for patient observation. Surgery consult was obtained and surgeon advised leaving the wire fragment in the lcx.